Event description:
A distributor reported that an elbow connector was missing from an adult breathing circuit. This was observed by our distributor during an inward goods quality inspection. No patient consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. The device was not returned to the manufacturer for inspection. An investigation was carried out based on the event description and previous experience with similar complaints. Results: a lot check revealed no other similar complaints for this lot number. Conclusion: the component was most likely omitted during our packing process. Our monitoring and trending of missing components in breathing circuits has a rate of occurrence worldwide for the last year to august 2008 of 0.0044%.